Manufacturer narrative:
H6: device code updated to reflect the new information received indicating that the event was not related to the patient's device/therapy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep on 2021-jan-11. It was reported that the patient's catheter was accessed via the catheter access port (cap) under fluoroscopy on (B)(6) 2021. The study showed continued extrahepatic flow near the spleen and the diagram. The hcp confirmed that this was not thought to be pump related but related to the artery. According to the hcp, there was never a problem with accessing the main septum of the pump. The suggestion of filling the reservoir with dye was made to confirm that the initial finding of extrahepatic flow was not related to a missed attempt at cap access. This suggestion was not acted upon due to the lack of compatibility information of dye with heparinized saline or floxuridine in a pump chamber. The pump was being maintained with heparin saline solution but no plans to instill floxuridine until the extrahepaticflow issue is resolved. The next step was an arteriogram to cauterize the branches of the artery responsible for the extrahepatic flow. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 rtg0114780 (hcp, rep): information was received from healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1250 units/ml of heparin at 1250 units/day via an implantable pump for cancer chemotherapy. It was reported that there was difficulty finding the reservoir of the pump. A radiologist suggested filling the reservoir with dye.